Manufacturer narrative:
Date of event: exact date unknown, event occurred over the past few months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg and underwent an ipg replacement procedure. The patient was doing well postoperatively and the explanted battery was disposed of per facility guidelines.